Manufacturer narrative:
As reported, the optifix straight fixation device deployed a deformed (broken) fastener and device jammed. The subject device has been discarded by the user facility; however, photos were provided. Photo evaluation finds for broken fastener condition and bent guidewire/backup tabs which are a known cause for the device deploying broken fasteners and jamming. Based on the information provided and photo review the most probable root cause is user/device interface from applied forces while in use. Review of manufacturing records confirms product was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in august 2022 the instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample discarded.

Event description:
As reported, during a procedure, using an optifix straight fixation device ¿when trying to fix the mesh, the tackers did not come out, only the tip of the introducer came out of the stem without a tacker, the trigger got stuck and when it returned to its normal state, the tackers still they did not come out that way. When a taker was managed to be removed, it came out deformed. Another form of fixation was used.¿ there was no patient injury.